Manufacturer narrative:
The customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting results out of the laboratory thereby preventing potential risk to patient safety. The procedure is to re-spin and re-analyze any first draw specimen with the results greater than 0.15 ng/ml and no cardiac history. The customer did not report any instrument malfunctions. Service was offered but declined by the customer. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results generated by access 2 immunoassay system for an unknown number of patients. The results were not reported out of the laboratory. Repeat analysis on an alternate instrument produced lower results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.